Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient in which the logs indicated the patient received morphine 8 mg/ml the last programmed dose at minimum rate of 0.0496 mg/day and ropivacaine 2 mg/ml with the last programmed dose at minimum rate of 0.0124 mg/day via an implantable pump. Pump logs were provided that indicated that on (B)(6) 2015 at 08:57 a low reservoir occurred and on (B)(6) 2015 at 19:54 an empty pump occurred. This was six days before the reported pump explant of (B)(6) 2015. There was no report of patient symptoms at this time. No further information was provided. Additional information had been requested for the reason for the empty pump, patient symptoms, and reason for explant. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2016 the reason as to why the pump went empty prior to explant was not known. The physician managed the refills himself and did not know this occurred. There was report or information pertaining to any volume discrepancies. As of (B)(6) 2015, patient seemed to present with no symptoms that was related to the pump. The reason for the pump explant was reported as nearing end of service (eos). The pump logs indicated that the pump reached eos on (B)(6) 2015 which was over six months after the previously reported explant date of (B)(6) 2015. Should additional information be received a supplemental report will be filed.